Manufacturer narrative:
The customer contacted a siemens customer care center. The customer was using kit lot 115 which had passed its expiration date while running the sample in question. The customer performed a reproducibility test with kit lot 117. A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse replaced the sample probe and performed calibration of the dilution well. After the service intervention, the reproducibility tests were acceptable. Quality controls were also within acceptable range. A siemens headquarters support center specialist reviewed the instrument data and determined that there was no reagent level sense or mechanical issue. The instrument data showed the potential of level sense inconsistencies with the dilution tube for the result in question, which was indicative of potential presence of bubbles in the diluent tube or misalignment of the sample probe. The cause of the discordant, falsely low igf-1 result on one patient sample is unknown. The device is performing within specifications. No further evaluation of device is required. MDR 2247117-2017-00135 has been filed for the event occurred on (B)(6) 2017.

Event description:
A discordant, falsely low insulin-like growth factor I (igf-1) result was obtained on one patient sample with kit lot 115 on an immulite 2000 xpi instrument. Kit lot 115 had passed its expiration date when the customer ran the sample in question. The initial result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument, resulting higher. The sample was then repeated using a valid kit lot 117, which matched the repeat result obtained with kit lot 115. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low igf-1 result.